Event description:
The patient was hospitalized for hypoglycemia and a concussion sustained from loss of consciousness during the event. The patient reported that subsequent to the hospitalization, the pump began resetting itself without intervention and exhibited a battery cap that could not be properly attached.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged battery cap consistent with the patient's report, but demonstrated that pump insulin delivery was operating within required specifications and delivery accuracy.